Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported after skeletonizing the cystic duct and cystic artery, the surgeon clipped the cystic duct and noticed right away that the clip did not form completely. She clipped the cystic duct again and the same thing occurred. They then pulled the el314 to finish the case without incidence. There was no consequence to the pt.